Manufacturer narrative:
Follow-up #1: date of submission 18-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: on investigation, the keypad cover was peeling from the pump. During testing, the ok button was unresponsive. The up and down arrow buttons demonstrated normal response. Contamination was found under the contacts of all the keypad buttons. Investigation duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.